Manufacturer narrative:
A single used d1000 tego was returned for investigation with a domed seal observed. The top surface slit was open due to the doming which could result in leakage during use. The probable cause for the domed seal and subsequent leakage is due to an inconsistent application of adhesive and/or lubricant during assembly. The probable cause of the torn seal during testing is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event involved was a tego¿ connector where it was reported the date of the valve was installed: on (B)(6) 2025. At the disconnection, the tego valve leaked. The tego valve was changed by another tego valve, with a different lot number without any similar problem. There was patient involvement and unknown adverse event/human harm.